Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. Ground plate was not recognized on the 10 november. Customer eventually to third party backup generator to complete the surgery without any issues. The system was tested and verified as ready for use. The complaint was confirmed based on the field evaluation, which indicates that the device may have contributed to the customer reported issue. The probable root cause cannot be determined based on the information provided and fse's field evaluation.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the integrated electrosurgical unit erbe generator was not connecting to the grounding pad. The customer replaced the erbe generator with a third party generator to continue the case. The procedure was completed with no reported injury.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The integrated electrosurgical unit (iesu) was analyzed and found in error logs, the (m-0b) error was found, confirming the fault occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event. The unit was installed on an in-house system where the unit functioned as expected. The unit energized and cauterized and all ports recognized instruments. The complaint regarding the grounding pad was not recognized was confirmed by failure analysis. The probable root cause is attributed to an improper instrument impedance resulted from an electrical component failure in the erbe generator.